Event description:
The user facility reported an 87-year-old male noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. The patient experienced a brief complete heart block immediately following the pump insertion. The pacer initiated 60 heart beats per minute (bpm) with quick recovery. The patient reportedly had an excellent result with complete re-vascularization.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not returned for evaluation. As clinical information was not provided and the device was not returned, the root cause of the reported issue was not determined. This report is being filed as part of a retrospective review of historical records.